Event description:
Devices placed in 8/95 for the administration of chemotherapy. During the eighth treatment, problems with port were noticed. Radiology showed fragmentation of the 2nd device. Due to the possibility of cardiac surgery as intervention, pt was transfered to another medical center. Fluoroscopy revealed a four to four and one half inch fragment lodged in right atrium. Embolized portion of catheter was retrieved transvenously in the cath lab. 1 st device removed surgically in the or.